Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, it was reported that on the first firing on the device, the clip closed partially and fell out of the jaws. On the second firing, the clip fell out of the jaws fully open. On the third firing, the clip closed, but pulled off the vessel. The fourth firing onwards, the device clipped normally. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.